Event description:
It was reported that the customer passed away while wearing the insulin pump due to low blood glucose. The husband stated that his wife's death was caused by the insulin pump. It was stated the doctor downloaded the info from the insulin pump and it showed the customer overrode the bolus wizard recommendations, and the last glucose reading sent to the insulin pump was 50mg/dl. Advised the caller the importance of keeping a functioning battery in the insulin pump when returning it. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.